Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother stated on the morning of (B)(6) 2020, the patient had received a bolus of insulin from his omnipod pump prior to having breakfast. While the patient was in the kitchen, he became disoriented, incoherent, and passed out. The parent was unable to obtain the patient¿s cgm and bg values at the time of the event. The paramedics were called and administered glucagon because they were unable to start intravenous therapy. The patient was transported to the hospital, blood work was performed, and unspecified treatment was provided. The patient¿s bg in the hospital post glucagon was 105 mg/dl or 150 mg/dl; his cgm value was not provided. The patient was discharged home later that day. On (B)(6) 2020, the patient¿s cgm displayed low, but the bg was 240 mg/dl. There was no report of medical intervention on this day. Additionally, the patient¿s mother indicated that the transmitter had expired on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.